Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D6a, d6b: implant date was an unknown day in 2016; explant date was an unknown day in 2023. H3, h6 investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that in 2016, patient had a total knee replacement that never stopped hurting, buckling or swelling. The doctor kept saying it would get better. Patient got several second opinions and they all just wanted to replace right knee first. Patient needed the pain and swelling reduced from the left leg in order to support the right leg surgery. One doctor said there was a mechanical implant failure but only offered therapy again. Patient finally found a doctor who would go in. In 2023, patient had a revision. The doctor cleaned out the scarred tissue and noticed the polyethylene was broken and needed to be replaced, so that was done. The pain still did not stop, and knee started to really buckle almost causing patient to fall to the ground. In 2025, in the bathroom, the patient fell after getting up unsteadily on their feet. The next day patient felt their kneecap turn to the left and it made a weird noise to the touch. It was painful to walk. When patient saw the doctor, he sent them for a CT scan. The scan showed that the patellar component was loose. So, patient had to have another revision in 2025. The surgery showed the button was broken, the component was rocking and one of the pegs was unscrewed. So now after the surgery, surgeon have swelling and rubbing because the button was broken the doctor couldn't replace it. Patient's knee is weaker. Continued CT scan results - chronic but slowly progressive. Beginning after 2016. Intact extensor mechanism and patellar reticulum.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 catalog. Corrected: d1, d1, d2a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.